Manufacturer narrative:
Device evaluated by manufacturer: promus premier select 38 x 2.75mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: examination of the crimped stent via scope found evidence of stent damage noted in mid section with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16june2022. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending artery. A 38 x 2.75mm promus premier select advanced; however, due to calcification the promus premier select could not cross the lesion. The promus premier select was removed. Another smaller length drug eluting stent was used to complete the procedure. No patient complications were reported. However, device analysis revealed stent damage.